Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a pinhole 1mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.75mm x 15mm nc emerge® balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 12 atmospheres for 30 seconds; however, on the second inflation at 14 atmospheres, the balloon ruptured. The device completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.